Event description:
It was reported that the pump showed occlusion between pump and patient without any occlusion being present. There was patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the reported complaint was not duplicated. However, a degraded downstream occlusion (dso) seal was found. The dso seal was replaced to fix the issue.